Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the affiliate that the er420 clips are deforming during firing. There was no consequence to the pt. Awaiting more info from affiliate.